Event description:
On (B)(6) 2015 information was further received from the representative who indicated that at the time the patient's crp varied between 17-35, also when the pump was transferred and the silicone catheter was removed, and in october when the crp was in the 30's, the patient still had good analgesia during those times but the issue was the erythema. The patient still continues with good analgesia with the still present erythema over the pump and along the catheter. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# unknown, implanted: (B)(6) 2015, product type: pump. Product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 2015-11-12, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving fentanyl (5mg/ml) at an unknown dose via an implantable pump for an unknown indication for use. On (B)(6) 2015, the patient had erythema over the pump and along the catheter track. The patient crp (c-reactive protein) varied between 35 and 17. The patient was referred to allergist who found a latex allergy, but was unable to evaluate other allergens. On (B)(6) 2015, the pump was transferred from the patient's left side to the right side. At the same time, "the old silicone catheter" was removed under the suspicion of a silicone allergy. The erythema on the original side rapidly decreased and the crp returned to normal. In mid-october, erythema presented over the patient's pump and along the catheter again. The patient's crp was again in the mid thirties. There was no signs of infections, the wbcc (white blood cells count) was normal and the patient did not have increased body temperature. The issue was not resolved at the time of report. The patient was receiving effective therapy. The allergy was confirmed. Additional information has been requested regarding device information and outcome, but it was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 8637-20, implanted: (B)(6) 2015, product type: pump. Product ID: neu_ascenda_cath, implanted: (B)(6) 2015, product type: catheter.

Event description:
On 12-16-2015 information was received from the representative who confirmed that two catheters were involved with this current event. One catheter was an 8709 the other was an ascenda. No further information was provided regarding the specific model of the ascenda nor the serial or lot numbers of these catheters despite requesting. The resolution was reported as that the symptoms were still the same and they were waiting for answers. Should additional information be received a supplemental report will be filed.